Event description:
It was reported, the physician explanted the scs system due to an infection at the lead site. A culture was taken which identified a staph infection. The pt was discharged form the hospital and placed on oral antibiotics.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. The individual affected device was removed form the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.